Manufacturer narrative:
Product complaint # (B)(4). Erythema. Edema. Skin reaction. Infection. (B)(4). The following information was requested, however not received. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. A photo was mentioned to be available, please provide. Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: age or date of birth; bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a posterior spinal fusion on (B)(6) 2020 and surgical sealant was used. On (B)(6) 2020 patient had severe erythema, edema, flaking in peri incisional region aquaphor ointment was applied to incision. A prescription steroid cream, westcort then switched to mometasone bid, zyrtec in am; atarax or benadryl in pm. The patient developed post-operative infection. The incision healing at this time lot number is unknown. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: a2, b7. Date sent to the FDA: 8/12/2020. The following information was requested and obtained. If the further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. As per standard dermabond prineo guidelines. What prep was used prior to, during or after prineo use? Duraprep prior to surgery. Was a dressing placed over the incision? If so, what type of cover dressing used? Yes ¿ mepilex ag post op. ¿ is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? O no. ¿ is the patient hypersensitive to pressure sensitive adhesives? O history of rash with some adhesives (not specified in chart except that ¿tegaderm and paper tape are ok as per mom¿). Were any patch or sensitivity tests performed? No but he has seen allergy and they are planning to move forward with patch testing for: nickel, cobalt, dermabond and mepilex. Patient demographics: age or date of birth; bmi. 14 yrs., bmi 18.9. Patient pre-existing medical conditions (i.e. Allergies, history of reactions). Latex, adhesives (non-specific). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.